Event description:
Initially was reported, the customer had high blood glucose. Reviewed prime history and shows multiple high fixed prime in two days. The mother stated that, the customer was disconnected from the device and customer was treated with manual injections. The insulin pump was reconnected and customer did not experience any problems. Called back to customer and mother stated that the customer was vomiting and hospitalized for low blood glucose. Troubleshooting was performed. The device passed the tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.